Manufacturer narrative:
(B)(4). Upon receipt, the (B)(6), lot number 105239, was visually and functionally inspected pursuant to atricure investigation procedures. The complaint was confirmed.

Event description:
It was reported by the distributor on (B)(6) 2021 that on (B)(6) 2021 a patient underwent a surgical and (B)(6) procedure. During the (B)(6), the surgeon used the sizing tool on the l (B)(6) and an (b)(6 was selected. When the package was opened, the device was labeled as a (b)(6. Physician was made aware and used the device labeled (B)(6) (applier labeled) clip. Patient care and procedure outcome were not affected. This was a reported product malfunction, there was no reported patient injury.